Event description:
The customer reported getting image blooms during cine. No patient injury was reported.

Manufacturer narrative:
A ge service rep attempted to confirm the stated problem, negative results. He completed multiple cine runs with no blooming or distortion. He completed all testing procedures and they passed.